Event description:
Caller indicated that the assure 4 meter is giving inaccurate readings. (B)(6) called back to report she doesn't think the meter was reading correctly because it read 89 on (B)(6) 2012 at 7:00 am, but the patient was cold, clammy, and sweaty. The night shift nurse didn't think that reading matched with the symptoms she was experiencing, so she called the patients doctor who gave permission/advised to get her to the ER. The night shift nurse then contacted non emergency transportation to get the patient to the emergency room. When arriving to the emergency room about 30 minutes after the reading of 89, the patient read 24. (B)(6), who is reporting this, is unsure of what treatment was given to her once she was at the emergency room. (B)(6) said she was advised the patient could have experienced a heart attack, but they are still running tests to determine if that occurred or not. She said they confirmed her blood sugar was low and she does have congestive heart failure. The patient is currently in step down ICU. Controls were performed routinely at night on (B)(6) 2012 and the results for both level 1 and 2 were within range. Replacing product.

Manufacturer narrative:
The meter involved in incident was returned, but the test strips were not returned. The returned meter was evaluated with retention samples of the same lot of test strips involved in the incident and performed to specification. No failure detected.